Event description:
The caller reported that the insulin gauge displayed an amount different than expected, with a current fill estimate of (B)(4) units instead of the expected (B)(4) units. There was no adverse impact to the customer¿s blood glucose level. Technical support educated the caller on the importance of completing the cartridge air removal step before filling the cartridge, and the caller acknowledged this advice. The caller decided to monitor the situation and will follow up if necessary.